Manufacturer narrative:
There was no reported injury in this case. This issue was encountered internally by varian engineering during verification testing. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction could potentially result in mistreatment cause serious injury.

Event description:
While varian sqe was performing system verification with build 1.5.7.3, the following was observed: system crashed during treatment, the mu delivered was recorded and system was restarted. The recovery session loaded with the correct mu delivered. The cancel treatment button was pressed and a "dose limits missing warning" dialog box appeared. The issue is that if the system crashes during treatment, the patient treatment records are not saved. There is no message to user to manually import the treatment records. When the same patient records are opened again mu count previously delivered is lost.